Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported ¿last year the morphine pump went out and the catheter had somehow come loose¿. The patient¿s health care provider (hcp) was ¿wonderful¿ and he called every two hours to make sure the patient was okay. The patient wasn¿t sure when it had all happened. As previously reported ¿thought it was just the pump, later referred to as ins (implantable neurostimulator system), but ended up changing the pump and catheter¿. It was then noted the patient had the pump replaced for low battery in 2012. No further information was provided.

Event description:
It was reported that the patient went to their health care provider (hcp) in (B)(6) 2012 and they had difficulties reading the pump. The patient was subsequently taken to surgery to replace the pump. At that time the patient was told that the catheter had come out; therefore, both the pump and catheter were replaced in (B)(6) 2012. The drug in the pump at the time of the event was not specified. It was later reported that initially the patient went in for a battery change but then the catheter "went bad", so the whole thing was replaced. The patient noted being given oral medication prior to the replacement because she was going through withdrawal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot # l81439, implanted: (B)(6) 2000, explanted: (B)(6) 2012, product type catheter. (B)(4).